Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that sensor hard alarmed low predict at 11:20 am and by 3:55 pm customer blood glucose was 418 mg/dl. Customer current blood glucose was 311 mg/dl. Troubleshooting for the sensor was performed. Customer was advised to replace the sensor. No further information reported.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor; found the sensor was retracted inside of the sensor base also had broken and missing parts. Unable to confirm if the customer received the sensor damaged due to the customer returned opened and used.